Manufacturer narrative:
Date of the event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000034688.

Event description:
It was reported the patient is not receiving effective therapy and unable to set the ipg into MRI mode due to high impedances on one of the leads. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the 2 leads has high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had system explanted to address the issue.